Event description:
While the pt was undergoing an elc, a first degree burn at the epigastric trocar site occurred while using the bovie. Sparks were noted at the trocar junction of the metal head and plastic sleeve.